Event description:
Per the audiologist, the patient was explanted due to an infection that required hospitalization and IV antibiotics (type not reported). The patient was explanted in 2009. Reimplantation is not planned at the time of this report.